Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to filter embedded in the inferior vena cava (ivc) wall and cannot be removed. In addition to these injuries the patient now requires constant medical monitoring. As a direct and proximate result of these malfunctions. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to filter embedded in the inferior vena cava (ivc) wall and cannot be removed. In addition to these injuries the patient now requires constant medical monitoring. As a direct and proximate result of these malfunctions. The patient suffered life-threatening injuries and damages. And required extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages.

Manufacturer narrative:
Upon review, the following section has been corrected: product code.

Event description:
According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, device is unable to be retrieved, although no retrieval attempt has been documented. The patient became aware of the alleged failures three years and five months post implantation. The patient fears that the device may fail and allow blood clots to travel throughout the body, causing further damage and/or death. The following additional information received per the medical records state that patient has a history of deep venous thrombosis in the left leg. During the implant procedure, a 6 french sheath was deployed and the trapease filter was placed in the proper position. The sheath was pulled. The patient tolerated the procedure well.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of deep venous thrombosis in the left leg. During the implant procedure, the trapease filter was placed in the proper position. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to filter embedded in the inferior vena cava (ivc) wall and cannot be removed. Per the patient profile from (ppf), the filter is unable to be retrieved, although no retrieval attempt has been documented. The patient fears that the device may fail and allow blood clots to travel throughout the body, causing further damage and/or death. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.